Event description:
Event description guidant received information that this transvenous defibrillation lead had,intermittent capture in v. Impedance normal, r wave normal. Discussed exit block. No inappropriate therapy. Invasive procedure and lead was repositioned. During repositioning procedure it was found that the lead had perforated through the rv wall. The lead was removed, pericardiocentesos performed to remove excess fluid. No further problems incurred during repositioning.